Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019; implanted: 305c35 tissue valve implanted: (B)(6) 2005. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced due to a fracture. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.